Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("I am now a year free") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced quality of life decreased ("essure took 5 years away from my life, my life and health was in ruins"). The patient was treated with surgery. Essure was removed in 2016. At the time of the report, the medical device removal and quality of life decreased outcome was unknown. The reporter considered medical device removal and quality of life decreased to be related to essure. The reporter commented essure took 5 years away from her life , her life and health was in ruins. At time of report she was a year free, lost over 5 stone, her bladder now worked, blood pressure was normal and mobility was better. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 26-jun-2017 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 669 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.